Event description:
It was reported that the pump stands alone. There was unknown patient involvement and unknown patient harm/adverse event.

Manufacturer narrative:
B3: event date unknown e1 phone number: (B)(6). Device evaluation: one device was received. A visual inspection found a damaged dso seal. A functional test was performed. Ehl was downloaded. Pump was tested for flow accuracy and the test failed. The pump tested for (-4,681% -4,931% -4,642%). The accuracy test showed a problem with a defective expulsor. The expulsor and dso seal were replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.